Manufacturer narrative:
A visual examination of the x-ray provided by the customer was performed by engineering. A visual inspection of the x-ray revealed the following: the broken screw was confirmed. The surgeon used another manufacturer's implant device in conjunction with that of alphatec spine products in a patient for one procedure. According to the instructions for use for the zodiac product line: warning section: it is recommended that the implants and instruments of the zodiac deformity system should not be used with any other spinal systems. A root cause cannot be identified because there is not enough information about the incident provided by the initial reporter. The device remains inside the patient and was unavailable for evaluation.

Event description:
One pedicle screw broke post operatively. The broken pedicle screw was detected during a follow up visit on an x-ray. The date when the screw was broken is unknown. The broken screw remains inside the patient and will not be returned to the manufacturer. It is unknown if the patient will undergo a revision surgery. The patient's current medical condition was not provided by the customer. The initial reporter is unsure of the lot number of the screw. These are the possible lot numbers of the broken screw.